Event description:
It was reported that the tibial trials are broken and chipped from continued use.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon modified insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the reported event. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there has been 1 similar complaints reported for this lot ID. Conclusions: the investigation concluded that the reported event occurred as a result of multiple overload conditions during trialing. No material or manufacturing defects were identified.

Event description:
It was reported that the tibial trials are broken and chipped from continued use.